Event description:
This case occurred in the united states. According to the information received, a patient was injected early (B)(6) 2022 with a rha 2 product in the lips. About 3 hours after the injection, the patient started having swelling on one side of the lips and developed angioedema to the lips. As treatment, the injector injected hyaluronidase and the event fully resolved. No further information was provided.

Event description:
This case occurred in the united states. According to the information received, a patient was injected early (B)(6) 2022 with a rha 2 product in the lips. About 3 hours after the injection, the patient started having swelling on one side of the lips and developed angioedema to the lips. As treatment, the injector injected hyaluronidase and the event fully resolved. No further information was provided.